Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the external pulse generator¿s (epg), atrium and ventricle lead connectors needed to be repaired. It was also determined at analysis that the hanger assembly was broken. The main printed circuit board (pcb) was noted to be out of specification electrical, and the lower case broken. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator¿s (epg), atrium and ventricle lead connectors needed to be repaired also a request was made for the epg to be tested and calibrated. The epg was returned to service and repair. There was no patient involvement.